Event description:
Additional information: it was reported that the patient had a dye study 2012-(B)(6). There was nothing to substantiate the patient¿s claim about the pump not working or that the catheter may not be working. The patient had their dilaudid increased and felt that they were getting relief.

Event description:
Additional information: hcp was concerned whether the patient's catheter was working.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8731sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: unk; pouch model: 8590-1, lot# n276202, implanted/ explanted: unk; pouch model: 8590-1, lot# n276202, implanted: (B)(6) 2011, explanted:unk. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced return of symptoms with increased spasticity and increased pain. The health care provider planned to give the patient a bolus and send him for an x-ray. After interrogation, the reporter noted a pop up that stated "stopped pump, use minimum rate." The pump was in simple continuous mode. The logs were noted to be "normal". Drugs delivered via the device were hydromorphone and baclofen. Follow-up information has been requested but was not available at the time of this report.